Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed out all supplies and resumed insulin successfully. In addition, the pump reset unexpectedly. Customer reported blood glucose level was 115-120 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.